Event description:
It was reported that the patient presented in bradycardia. Upon interrogation, it was found that their right ventricular lead was failing to capture due to lead dislodgement. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Final analysis did not find any anomalies with the exception of procedural damage.